Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain what tissue was being approximated/ sutured? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a knee surgery on an unknown date and suture was used. Under the condition that the long-term pain treatment was not ideal, the patient chose surgery. During the operation, the product needed to be used to sew the skin and subcutaneous tissue. The product broke during use of the suture, resulting in the extension of the operation time. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/09/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time?¿¿according to the feedback of the sales representative, all the above answers are unknown. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain what tissue was being approximated/ sutured? MFR retained sample analysis: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of (B)(6) and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis.